Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, it was noted that the device delivered inappropriate atp therapy during an svt episode. The rhythms were inappropriately due to intermittently undersensed p-waves. Programming changes were made. The patient was stable throughout the device interrogation and will continue to be monitored. Further information notes that the device was later explanted for normal eri. The patient is fine.